Event description:
It was reported to philips that the system did not start up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system on-site and confirmed system did not start up. Upon troubleshooting fse found that a problem with the operating system boot. The host pc have issue. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis. To resolve the issue fse reset the host pc, disk bay, and hard drive replaced the hard drive, verified the operation, ran a ghost image on the hard drive. After replaced the hard drive, that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.